Event description:
It was reported that the pt underwent a sling procedure in 2004. During a follow-up visit, the physician discovered that he had perforated the bladder during the surgery. Tape was noted in the bladder.